Manufacturer narrative:
The device subject of the event was returned to steris for evaluation. The evaluation found that the net had detached from the rest of the device. The exact cause of the reported event could not be determined. A complaint review for the lot subject of the reported event confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during use of the net to their roth net platinum broke off. The net was removed with another device, and then procedure was completed successfully. No report of injury.